Manufacturer narrative:
This report filed (B)(6) 2016.

Manufacturer narrative:
This report is submitted on july 11, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced pain and extrusion of the receiver stimulator on (B)(6) 2016. The patient was treated with IV and oral antibiotics on (B)(6) 2016, and on (B)(6) 2016, the device was explanted. It is unknown whether the patient was reimplanted with another device, as of the date of this report.